Manufacturer narrative:
(B)(4). Alleged failure: the tube set may have slightly burned the patient where it laid on the bare skin. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is a defective gas heating board. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence

Event description:
It was reported that the patient may have been burned. Please note that further information received stated that the patient did not have any pain and medical intervention was not required. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: the tube set may have slightly burned the patient where it laid on the bare skin. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is a defective gas heating board. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the patient may have been burned. Please note that further information received stated that the patient did not have any pain and medical intervention was not required. The procedure was completed successfully.